Event description:
It was reported to distributor, by facility, per facility, two cna were transferring a female resident from wheel chair to bed, when the lift failed causing the resident to drop to the floor. She struck her head on the wheel chair and her buttocks and elbow made contact with the floor. The facility stated, that the cradle fell off the boom and that the scale is still attached to the lift. They also stated, it looks like the bolt that holds the cradle on, striped off causing the hanger/cradle to fall. Pictures are rec'd from facility maintenance person of lift and the parts involved in incident. RMA has been issued to get the lift and components back for eval. Bhm MFR of lift has been notified.